Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a few days after an inguinal hernia on the left side, the patient was experiencing pain in the groin and a severe burning sensation in the pubic area. There was a constant pain even without touching. Discomfort when walking. A situation that impacted everyday life and induced concern for the future. Consultation with the general practitioner who has prescribed an ultrasound, who found the mesh normally in place. Consultation then with the surgeon, who noticed nothing abnormal and referred the patient to a pain center.